Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll w/ndl 22x1 rb had scale marking issues. The following information was provided by the initial reporter: material no.: 309572 batch no.: 0071482. It was reported that 4 syringes were missing 1 empty sealed bag, and scale printing is poor. Customer response: the veterinary practices has informed our quebec contact that the lot and expiry date is the same as the one in my email. We have asked them to put the remaining 2 boxes aside. Per email: we have a customer that is reporting issues with your bd 3ml 22gx1'' product. They have indicated that out of the box of 100 units, 4 syringes were missing.

Event description:
It was reported that syringe 3ml ll w/ndl 22x1 rb had scale marking issues. The following information was provided by the initial reporter: material no.: 309572 batch ,no.: 0071482. It was reported that 4 syringes were missing 1 empty sealed bag, and scale printing is poor. Customer response: the veterinary practices has informed our quebec contact that the lot and expiry date is the same as the one in my email. We have asked them to put the remaining 2 boxes aside. Per email: we have a customer that is reporting issues with your bd 3ml 22gx1'' product. They have indicated that out of the box of 100 units, 4 syringes were missing.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.